Event description:
Customer reportedly received results of 274 mg/dl, 125 mg/dl, and 229 mg/dl within 2 minutes on the aviva system. She tested again 16 minutes later and received results of 170 mg/dl and 84 mg/dl within 1 minute. The strips are often stored outside of the vial, in the bathroom, or in a hot car. No actions were taken based on the device results, and no adverse event was reported. The alleged product was replaced and requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.